Manufacturer narrative:
Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided/ expiration date: january 2026. UDI: not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Zipcode: unknown. Device manufacture date: 01/31/2021 ~ 02/03/2021. One catheter tube of actual sample was returned for our investigation. When closely observed the obtained sample (1 pc), a part of catheter was confirmed to be broken approximately at 2.2mm away from its root. Based on the appearance of catheter cut surface, which was smooth and oval-shape, we presumed the catheter was cut by sharp device, such as scissors. One piece of unused same lot sample was also received. Upon visual checking, no defective properties, such as scratch on catheter or broken catheter, were observed. The concerned product is continuously produced by fully automated process, from the assembly of inner needle and catheter, inner needle and catheter fitting, cap and protector attachment, labeling through to boxing process. The manufacture process was thoroughly checked, wherein no area was noted where sharp device, such as scissors, may contact to the similar portion of the product as reported. Furthermore, the manufacture inspection records for the reported lot were traced back and reviewed, wherein no defective products, including scratch on catheter or broken catheter, have been detected. There was no definitive evidence that the reported issue was created in our manufacture process, since no machine trouble was noted in our manufacture records, and no defective products were noted in our manufacture inspection records. The fracture surface of the catheter indicates the possibility that the tube has been cut by a sharp device, such as scissors, then resulted in the broken catheter. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. This report is for the first event reported involving the corgi, for the second event reported involving the mixed breed dog see MDR 9681835-2022-00002. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user reported that on (B)(6) 2022 they had experienced a surflo i.v. Broken catheter. The user could not identify it was broken either of when the dog was moving, or when the user removed the catheter. Since the catheter was firmly fixed with a tape, it did not remain in the vessel. No health hazard was reported. There was no medical/surgical intervention required. Additional information was received on 17 jan 2022: it was additionally confirmed that the catheter broke from the hub when the user removed it. The catheter remained in the affected animal and the user pinched the exposed portion of the catheter and carefully removed. No other fracture pieces remained in the affected animal's body. Additional information was received on 20 jan 2022: it was additionally confirmed that the user has encountered similar issues two times, one corgi and one mixed-breed.